Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to thegore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent endovascular treatment of an abdominal aneurysm using a gore® excluder® aaa endoprosthesis. After all devices were implanted, a type ii endokeak was observed but the physician decided to monitor it. On an unknown date, a follow-up exam revealed an aneurysm enlargement (amount unknown) and suspected a proximal type I endoleak or a type iiib endoleak. On (B)(6) 2020, a reintervention was performed. A dsa revealed the proximal type I endoleak and an aorta extender endoprosthesis was implanted proximally. The proximal type I endoleak was resolved. The type ii endoleak still remained but the physician decided to monitor it. The patient tolerated the procedure.